Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out first before it was used on the patient. Another unknown mynx control device was opened and it deployed correctly. There was no reported patient injury. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) came out first before it was used on the patient. Another unknown mynx control device was opened and it deployed correctly. There was no reported patient injury. Other procedural details were requested but were not provided. A non-sterile 6f/7f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found in the open position with no syringe attached to the unit. The sealant was present in its manufactured position, partially exposed. Regarding the sealant sleeve conditions, a frayed/split/torn condition was observed. Additionally, no sheath was returned inserted on the device. The balloon was deflated, and the core wire was present in its manufactured position. A premature deployment of the sealant, due to the frayed/split/torn conditions of the sealant sleeves was observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Due to the frayed/split/torn conditions of the sealant sleeves, a dimensional analysis to measure the slit length could not be executed. Per functional analysis, a simulated deployment test to ensure functionality was performed. The unit partially functioned as intended. Button 1 was fully depressed, resulting in the correct deployment of the sealant; however, the complete depression of button 2 could not be achieved as the balloon was filled with dried saline solution, generating resistance during retraction. Additionally, due to the frayed/split/torn conditions of the sealant sleeves, a functional insertion/withdrawal analysis could not be performed. The reported event of ¿mynx control system-deployment difficulty-premature¿ was observed through analysis of the returned device due to the partially exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/handling factors possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.